Event description:
It was reported an unspecified malfunction/issue occurred. The date of the event is an approximation. On (B)(6) 2025, it was reported that the patient experienced a hypoglycemic event while being in an active sensor session. The patient alleged that the event was caused by the dexcom device but could not confirm the specific malfunction that would have occurred. The day of the event the patient experienced feeling weak and called an ambulance. When a fingerstick was taken by the paramedics the blood glucose reading was 22 mg/dl. The patient was treated with glucagon injections and was brought to the hospital. At the hospital the patient was further treated with intravenous fluids. The patient recovered and was discharged on the same day. At the time of the report the patient was stable. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
B5 describe event or problem - additional h2 correction/additional information h6 type of investigation - additional h6 investigation findings - correction h6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported an unspecified malfunction/issue occurred. The date of the event is an approximation. On (B)(6) 2025, it was reported that the patient experienced a hypoglycemic event while being in an active sensor session. The patient alleged that the event was caused by the dexcom device, but could not confirm the specific malfunction that would have occurred. The day of the event the patient experienced feeling weak and called an ambulance. When a fingerstick was taken by the paramedics the blood glucose reading was 22 mg/dl. The patient was treated with glucagon injections and was brought to the hospital. At the hospital the patient was further treated with intravenous fluids. The patient recovered and was discharged on the same day. At the time of the report the patient was stable. No other details were documented. Data investigation could not confirm the allegation. App data was provided for investigation. However, as the reporter was unable to provide an approximate incident date, a complete investigation could not be performed. Confirmation of the complaint is undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.